Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 223 and 176 mg/dl. Tests were done within 10 minutes. Patient using alcohol prep. On fingers and control solution is expired. Patient did not experience any adverse events. No further information has been reported.